Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation experienced a constant door not fully latched message caused by a failed upper auxiliary flex. The upper auxiliary assembly will be replaced.

Event description:
It was found during a baxter evaluation that a pump has constant door not fully latched messages. There was no patient involvement.